Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2011: the patient underwent cervical fusion procedure using rhbmp-2/acs. On (B)(6) 2012: the patient presented with chronic pain. On (B)(6) 2012: the patient presented with confirmed qualifying bone growth. A multiple bone fragments on left at c1-c2 impinging on left c2 exiting nerve were observed. On (B)(6) 2012: the patient presented with a bone graft extruded surrounding c2 nerve root and c1 pseudoarthrosis. A multiple bone fragments on left at c1-c2 impinging on left c2 exiting nerve and small fragment on right side were observed; failed fusion was also observed. On an unknown date in (B)(6) 2012 the patient underwent a revision surgery. On an unknown date in (B)(6) 2012 the patient underwent a revision surgery.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.